Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 17651149. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18056829/7070307/16062017/16062017.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were kept by the medical facility.